Event description:
Customer called to report a hospitalizatioin for low bgs. It was stated that patient was unconscious and was taken to the hospital via ambulance. Customer filled the reservoir with 100u and by the second day the pump had a low reservoir alarm and there was only 5u remaining in the reservoir. Also it was mentioned that the customer experienced a loss of weight for the past six months. Troubleshooting was performed. The basal, bolus history and the daily totals were correct. Pump passed testing. Customer was not on pump at the time of call. Device was not dropped, bumped, or exposed to moisture.